Event description:
The patient was implanted with an scs system. On (B)(6) 2011, it was reported that the patient had fell on her ipg site in (B)(6) and since then, whenever she turns the stimulation on or off, she feels a stinging sensation at the ipg site. She received good stimulation otherwise. An x-ray showed no anomalies. There are no immediate plans for surgical intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.